Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d1 (corrected to revert to blank brand name), d4 (corrected to revert to blank version, catalog#, UDI#).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: h6 (health effect ¿ impact codes). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units screen went black and remained black from just before her initial call to dispatch and the duration of our call. It was confirmed with customer that they would remove the patient from the unit and attach to another. The affected pump was marked for biomed.